Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer had been experiencing daily low blood glucose values. The customer's blood glucose ranged from 37 mg/dl to 342 mg/dl. The customer had a CT scan before and forgot to remove her insulin pump. The low blood glucose values have been occurring since (B)(6) 2018. Additionally, the max bolus feature which restricts a delivery to 10 units, became non-functional; the max bolus of 10 units could be delivered repeatedly without any time limit restrictions. Troubleshooting was declined for the insulin pump. The insulin pump was not returned for analysis.